Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a graft in the moderately calcified and mildly tortuous aorta. A 33/7/2/100 equalizer¿ balloon catheter was advanced to the lesion. However on the first inflation at approximately 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device no patient complications were reported and patient's status was good.